Event description:
The safety release on a monolith single use mechanical lithotripter failed causing device to become twisted & embedded within the ampulla and/or common bile duct system. The gallstone was impacted with probably tissue entrapment at the ampulla. Device did not disengage as designed and required disassembly. The wires were cut and a final attempt made to remove the device and stone by pulling on the wires & scope was successful. Significant bleeding occurred post endoscopic retrograde cholangio-pancreatography subsequent to the device failure. Pt admitted to intensive care, cholecystectomy delayed.